Event description:
The customer reported that a perimount (B)(4) was implanted for mitral valve replacement (mvr) on (B)(6) 2011. Left atrial appendage occlusion surgery was performed during the same surgery. No mr was observed when the patient left the hospital. As of (B)(6) 2012, severe mr was observed. It was unknown when the mr started. Ejection fraction (ef) was under 30%. Blood pressure was 80 over 50 (no change from when the patient left the hospital). Cardiac resynchronization therapy defibrillator (biventricular pacing) had been implanted. The patient was in the hospital as of (B)(6) 2012. The patient's ef was too serious to perform the reoperation. The device remained implanted. The patient had a complication of dilated cardiomyopathy (dcm).

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The device will not be returned because it remains implanted. Tte cd was provided for evaluation by an independent consultant. It was suggested that a tee would held to further identify the cause for this increase in mitral regurgitation. No additional information is available at this time regarding the patient history.